Event description:
It was reported that the patient died less than 6 months after device was implanted. Follow up with the clinic reported the death was not device related. The cause of death was pancreatic cancer. Patient last device check had been approximately seven weeks prior to death and the device checked out fine. Patient last seen in office a week after that for blood work. The patient then went into hospice.

Event description:
It was reported that the patient died less than 6 months after device was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.